Event description:
MFR received a letter from atty alleges that while being pushed through a parking lot, the front wheel of pt's chair shattered and collapsed causing client to be thrown from the chair exacerbating a pre-existent knee cap injury. The atty has of late alleged new "fracture".